Manufacturer narrative:
Product analysis:the device remains implanted therefore no product analysis can be performed. Conclusion:without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day after the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated bradycardia. Five days post implant, a first degree heart block was noted. Subsequently, a permanent pacemaker was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that five days following the valve implant, complete heart block (chb) was noted and resolved with a permanent pacemaker implant. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.